Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Since it was not confirmed that the stent was present prior to use, before it was introduced into the patient anatomy, it is possible that the reported issue may have been related to stent dislodgement, rather than a missing stent as reported. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, interaction with other devices and/or anatomy, or improper or inadequate crimping at the time of manufacture. It is possible that the stent may have been dislodged due to handling prior to the procedure. However, the device was not returned to abbott vascular for analysis and may have aided in the investigation and determination of cause. It should be noted that the inspections prior to use section of the promus instructions for use (IFU) states, prior to using the promus everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination or stent dislodgement from the delivery balloon. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that the physician performing the procedure was looking to implant a promus stent; however, could not deliver the stent to the intended location. When the stent delivery system was removed from the patient, it was noted that there was no stent on the balloon. A search for the stent could not visualize that there was a stent anywhere, on the wire or in the guide. The procedure was continued and was considered successful. The physician was concerned that there may have not been a stent on the delivery device to begin with. No patient effects were reported. No additional information was provided.